Event description:
During a lap cholecystectomy the inactive tissue pad fell off the instrument, inside the patient. The tissue pad was able to be retrieved and pulled out through the trocar. No patient consequence was reported.